Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 49 (mg/dl) was observed in the pump logs on (B)(6) 2018 at 4:07pm. Last bolus delivered by the user was 6:18am in the morning. Basal continued for the remainder of the day without pump interaction. Bg of 34 mg/dl was entered into the pump on (B)(6) 2018. Immediately following a bolus request was entered and delivered by the user for 34 grams of carbohydrates. Based on user¿s daily basal and programmed boluses, there were no obvious requests or deliveries that would cause bg levels to drop. The user¿s basal rate setting might need adjustment. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the evenings (lowest of 25 mg/dl). Reportedly, the customer was unsure of the suspected cause of low bgs, but stated having lost weight which may contribute to the lows experienced. To treat bgs, the customer consumed carbohydrates. Additionally, the customer reported having fallen and received a bruise on the underside of upper arm. Reportedly, the customer consulted with health care provider and was instructed to lower the basal rate settings.